Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The advancer, handshake connections, sheath, coil, and burr were visually and microscopically examined. Inspection of the device revealed that the burr was detached from the coil and that the coil was fractured. The burr was not returned for analysis, so inspection of the burr was not able to be performed. Product analysis confirmed the reported event, as the burr was detached due to the coil being detached/broken. However, the burr was not returned for analysis, so it was not possible to inspect the burr for any irregularities or damage. No other issues were identified during the product analysis.

Event description:
It was reported that burr detachment occurred. The 50% stenosed target lesion was located in the non-tortuous and moderately calcified posterior tibial artery. A 1.25mm peripheral rotalink plus, a peripheral rotawire guidewire and a 2.5mm x 20mm x 143cm coyote es balloon were selected for use. During the priming/platforming of the rotalink, the physician noticed that the burr dislodged from the catheter. The burr was sitting on the wire detached from the tip of the catheter. They immediately discarded/put aside the whole setup including rotawire number one. They opened up a second rotalink and a second rotawire to continue with the procedure. The rotalink number two worked fine and was removed without any issues. They then opened a coyote balloon to post dilate the lesion but the balloon would not advance properly. Physician decided to remove the balloon and exchange the wire, the balloon was removed and intact. The physician used a rubicon/savion combination to buddy wire. Once the savion guidewire was in place, the physician removed the rotawire. However, rotawire number two upon removal, broke off by the distal tip. The break occurred when the wire was coming out of the sheath. The physician used fluoroscopy to see if any fragments were left behind. The dislodged tip was hanging on the sheath and was pulled out. They opened up another coyote balloon to complete the procedure. No complications were reported and the patient was fine post procedure.

Event description:
It was reported that burr detachment occurred. The 50% stenosed target lesion was located in the non-tortuous and moderately calcified posterior tibial artery. A 1.25mm peripheral rotalink plus, a peripheral rotawire guidewire and a 2.5mm x 20mm x 143cm coyote es balloon were selected for use. During the priming/platforming of the rotalink, the physician noticed that the burr dislodged from the catheter. The burr was sitting on the wire detached from the tip of the catheter. They immediately discarded/put aside the whole setup including rotawire number one. They opened up a second rotalink and a second rotawire to continue with the procedure. The rotalink number two worked fine and was removed without any issues. They then opened a coyote balloon to post dilate the lesion but the balloon would not advance properly. Physician decided to remove the balloon and exchange the wire, the balloon was removed and intact. The physician used a rubicon/savion combination to buddy wire. Once the savion guidewire was in place, the physician removed the rotawire. However, rotawire number two upon removal, broke off by the distal tip. The break occurred when the wire was coming out of the sheath. The physician used fluoroscopy to see if any fragments were left behind. The dislodged tip was hanging on the sheath and was pulled out. They opened up another coyote balloon to complete the procedure. No complications were reported and the patient was fine post procedure.